Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue happened during the diagnosis procedure. The procedure was delayed. The philips remote service engineer (rse) connected with the customer and confirmed that the ¿system showed tube hard error and in live monitor data is full¿. Rse confirmed issue occurred because image disk was full. The rse instructed customer to delete some old patient¿s data. After deletion of some old patients data, the system was returned to use in good working order. Few days later this issue had re occurred, then fse transferred patient file to workstation and cleared patient data and system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.

Event description:
It has been reported to philips that live monitor data was full. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.